Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staples during the second and third firing did not form properly. The surgeon used a green gst reload on these firings with buttressing. There were semi-formed and some completely unformed staples which resulted in the staple line bleeding. The surgeon made the decision to oversew his staple lines with competitor's sutures due to the two firings that had less than desirable staple formations. There were no adverse consequences for the patient.